Manufacturer narrative:
(B)(4). Follow up a report was received indicating that a box was leaking. To support the investigation, eight photographs were submitted for evaluation by our quality team. Seven of the images depict medline packaging boxes with visible wet spots, while one image shows a bd packaging case with a similar issue. It is important to note that the condition of the bd packaging, as shown in the photograph, does not reflect the standard in which the product leaves the manufacturing facility. This type of damage is typically incurred during transportation or storage. Based on the photographic evidence and subsequent analysis, the issue reported by the customer has been confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description material: 306546 batch#: unknown it was reported by the customer that box leaking when recieved in shrink wrapped palley verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no item: 306546 reported issues: box leaking when recieved in shrink wrapped palley.